Event description:
It was reported that the patient met with a manufacturer¿s representative (rep) a week after surgery. The patient needed to meet with a rep. Again because the ¿patient¿s specific pain points weren¿t being hit right now, and the leads were moving all the normal stuff that happens before they scar in so he just needs another adjustment.¿ it was noted that stimulation was in the wrong location. The patient was scheduled to meet with a rep. For reprogramming on (B)(6). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient was seen on (B)(6)-2014 for reprogramming. The impedances were normal. There was no event to report or troubleshooting done. The stimulator was reprogrammed. The coverage was slightly improved to hit a wider area and it was unknown whether the patient was getting a (B)(6) reduction in pain or if the therapy was effective as the changes were new.